Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 427 mg/dl and 450 mg/dl. Customer had the stomach flu and consistently high blood glucose levels. Customer was taken to the emergency room where he was later admitted to the hospital overnight. The customer was wearing the device at the time of admission. The cause of the event was due to a bent cannula and diabetic ketoacidosis. Nothing was replaced or returned.